Manufacturer narrative:
The suspect device has not yet been returned to the manufacturer for evaluation. Upon completion of the device analysis a follow up report will be submitted.

Event description:
The peripheral vascular account manager reported that the revcore device was used through a potentially damaged stent. When the revcore was removed from the body it was visibly broken. No injury to the patient was reported. A new device was opened and the procedure was completed successfully.